Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that the pump made a loud continuous noise. The user pushed the "standby" button and the noise was silenced. The user then restarted the "maintain" mode and finished the case successfully with no adverse consequences to the pt as a result of this event.